Event description:
According to the reporter, during a laparoscopic radical right nephrectomy procedure, after firing the stapler on the right renal vein, the jaws were locked on tissue. The surgeon could not pull on the black retraction knobs. The patient was opened and the surgeon dissected further and stapled on both sides of the stapler that was stuck. The stapler was cut out from the tissue and the kidney and the stapler were removed. This led to a surgical time extension of more than 30 minutes. After it was taken out, the surgeon used force to pull back on the retraction knobs. The I-beam and blade appeared to retract; however, the jaws still did not open and the reload remained attached to the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the jaws clamped, the knife bar was retracted to the clamp up position, and the laminated were bent. Functionally, the subject instruments firing knobs were fully retracted and the reload jaws opened. The reload was unloaded from the subject instrument. The reload was then loaded into a representative instrument for functional testing. The reload was able to be cycled through interlock. It was reported that the jaws of the device remain closed on tissue, there was resistance while attempting to retract the knife after firing the device, and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Bent laminates are indicative of excessive force during firing. This may occur when the reload is being used on over indicated tissue. When the laminates in the knife of a reload are bent, it may begin to scrape along the length of the adapter during firing. Doing so will cause damage to the adapter and may cause the handle to be difficult to retract. Sub-flush pushers also indicate firing on over-indicated tissue, as excessive tissue in the jaws of the device will push the pushers back towards the cartridge once the jaws of the unit have been opened. The damage to the bent laminates will also cause the interlock feature to fail. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.